Manufacturer narrative:
The patient has a medical history of carotid artery disease and ckd. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the ramus. On the same day, the patient suffered acute myocardial infarction (non target vessel). 100% occlusion of the plv branch of the rca was observed. The occlusion was found to be due to a clot. The clot embolised to the graft anastomosis. The patient was treated by thrombectomy and recanalisation of the plv branch. The patient recovered. The investigator assessed the mi and the thrombosis events as not related to the index device or anti-platelet medication. Safety assessed the thrombosis event as not related to the index device but possibly related to anti-platelet medication. Safety assessed the mi event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Patient is a former smoker. Patient recovered. Safety assessed the mi as possibly related to the antiplatelet medication. Cec adjudicated non q-wave mi (non target vessel-graft r-pda) 3rd udmi peri-pci. Cec adjudicated thrombosis of graft and rca-non target vessel. Cec adjudicated revascularization of the graft r-pda as non target vessel revascularization. Cec adjudicated no stent thrombosis occurred. If information is provided in the future, a supplemental report will be issued.